Manufacturer narrative:
Passed displacement test, rewind test, basic occlusion test, prime, occlusion test and excessive no delivery test. Broken battery tube threads noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump has a piece of the battery compartment missing. Customer's blood glucose level at the time 183mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.